Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of event is estimated as 10/30/2023.

Event description:
A proglide device was received at abbott vascular. Analysis of the device noted that the link separated from the swage end of the anterior cuff. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure using an 8f sheath. Reportedly, the suture threads were not fixed in one of the needles when removing the plunger and remained stuck in the device [anterior cuff miss]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed with an observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Subsequent to the previously filed report, it was found that this is a duplicate event which was previously filed under another report reference number. B3 correction: procedure date updated from 11/10/2023 to 10/11/2023 e1 correction: physician updated from non health professional (B)(6) to dr. (B)(6) h6 correction: medical device problem code 3190 removed, 1142 added h10: related report number added.